Event description:
On (B)(6) 2013, a vns patient death was reported by a patient's daughter. The father passed in (B)(6) and was buried with his device. No additional information is available as the event was reported through a confidential helpline. An in-house sudep evaluation concluded possible sudep.